Event description:
The facility rep reported a pump that shuts off after a second of use. This was found during bio-med testing, with no pt involvement. Although baxter attempted to obtain info, details were not available regarding additional contact info. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.